Manufacturer narrative:
It was noted that the event occurred "in the time frame of 2-3 months". The exact date is unknown. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo® 90 infusion set was leaking. Patient cleaned the site with alcohol. Patient's blood glucose levels were around 400 mg/dl at the time of the event, but no intervention was required. No permanent injury was reported. See MFR: 3012307300-2017-00995 and 3012307300-2017-00996.